Event description:
Customer stated he was diagnosed with pancreatic cancer and he was having issues with raising her blood glucose up. Blood glucose has been 31 or 34 mg/dl. Customer requested assistance with adjusting basal rates, assistance was provided. Customer treated by drinking two glasses of orange juice and ate a fiber bar. Customer declined troubleshooting for low blood glucose as she feels it's due to incorrect basal rated programmed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.